Event description:
It was initially reported in (B)(6) 2014 that the patient was being referred to an ent to assess voice hoarseness. The frequency of the voice had dropped that day. Diagnostics were reportedly within normal limits. It was noted that the patient had pre-existing hoarseness. The treating physician was unsure if there has been any change since vns and the relationship to vns. However, the physician wanted to make sure it was not related. It was reported on (B)(6) 2015 that the patient saw the ent and his notes mention vocal cord paralysis. The ent added stitches, and the patient is reportedly doing better. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
The ent reported that the paralysis was isolated to the left vocal cord and occurred as a result of implant surgery.